Event description:
It was reported that a device was dropped and damaged. During baxter's evaluation, a keypad anomaly was observed.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed the 3rd soft key, on/off, setup, ok run/stop, #0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and (.) Key to be inoperable. When the 1st or 2nd soft key is selected, an automatic output of the 3rd soft key is selected, an automatic output of the 3rd soft key will occur following the selected key's function (e.g. When the 1st soft key is pressed, the 1st soft key followed by the 3rd soft key will be displayed). The keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.